Event description:
When the catheter was connected to the carto mapping system, the impedance was not displayed on the stockert. Thus, the device was removed from field and not used and replaced with a different catheter.